Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to v.a.c.® therapy. The patient has a significant history of multiple recurrent infections, and the nurse could not confirm if v.a.c.® therapy caused or contributed to the alleged infections. It was noted that the patient was on a v.a.c.® therapy hold for 24 hours and continued to receive v.a.c.® therapy with no subsequent v.a.c.® therapy holds noted. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area, -untreated or inadequately treated infection, -inadequate hemostasis of the incision, -cellulitis of the incision area.

Event description:
On 08 sep 2017, the following information was reported to kci by the home health nurse: the nurse reported the patient was on a v.a.c.® therapy hold due to infections and was directed by the physician to restart v.a.c.® therapy. The nurse alleged the patient has (B)(6) and pseudomonas and inquired if v.a.c.® therapy can be used while an infection is present. On 11 sep 2017, the following information was reported to kci by the home health nurse: the patient is currently receiving intravenous antibiotic therapy. The nurse stated she could not confirm if v.a.c.® therapy caused or contributed to the infections. The nurse stated the patient was on a 24 hour v.a.c.® therapy hold, and v.a.c.® therapy has been placed back on the patient. The nurse noted that the patient does have a significant history of wound infections. On (B)(6) 2017, the device with cords was tested per quality control (qc) procedure by kci service center, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On 21 sep 2017, the device with cords was tested per quality control (qc) procedure by kci quality engineering, and unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.